Manufacturer narrative:
Maquet cardiovascular received the device on 16-feb-2010. Visual inspection revealed that the plunger was not depressed and the seal was out of the delivery tube. There was no evidence of blood on the device. Based upon the received condition of the device, the reported failure "the seal would not load correctly into the delivery tube" is confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4)

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal did not load properly when the green wings were squeezed. A replacement unit was used, which also malfunctioned. A second replacement was used to complete the procedure. The hospital did not report any patient effects. The product is returning.